Event description:
Medtronic received information regarding an axium coil that failed to detach. That patient was undergoing a coil embolization procedure to treat a ruptured saccular right posterior communicating aneurysm. The aneurysm max diameter was 5.24mm and the neck diameter was 2.1mm. Blood flow was normal. Vessel tortuosity was moderate. It was reported that the axium coil and all accessory devices were prepared according to the instructions for use (IFU). The coil was deployed but could not be detached with the instant detacher (ID). 3 attempts were made to detach the coil with the ID without success. 2 attempts were then made at manual detachment with the hypotube but this was also unsuccessful. The coil was removed and replaced with an axium 4x10 coil that was delivered and detached with the same ID without issue. It was noted there was no problem with the ID. There was no harm or injury to the patient. Ancillary devices: cordis 6f sheath, chaperon 6f guide catheter, excelsior sl-10 microcatheter, synchro 14 guidewire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.